Manufacturer narrative:
(B)(6).

Event description:
The initial reporter stated that they received discrepant results for three patient samples tested with the elecsys troponin t hs assay (tnths) on a cobas 8000 e 801 module. Incorrect results were reported outside of the laboratory. No adverse events were alleged to have occurred with the patient.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.